Event description:
It was reported that the lens was explanted 5 years and 5 months post implantation. The reason for the explant was reported as "lens would not position properly and pt couldn't see well". A lens of a different model was implanted. The pt is reported as stable. In the surgeon's opinion the likely cause of the event is zonular disease.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic torn from the optic and the other haptic is bent. The cause of the damage cannot be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received it is possible that patient related factors caused or contributed to the event. In the surgeon's opinion the likely cause of the event is zonular disease.

Manufacturer narrative:
The lens was returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.